Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device stopped working. It reportedly occurred frequently between (B)(6) 2026 and (B)(6) 2026. Data was provided for investigation. Confirmation of the complaint was confirmed. However, signal loss over an hour was found in connection to the allegation. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.